Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. Unable to perform the rewind, basic occlusion, occlusion and excessive no delivery test due to a33 alarm. No motor error alarm noted and passed the motor test. The insulin pump was programmed with multiple bolus deliveries; all of the bolus deliveries registered properly in the bolus history and all alarms were properly recorded in the alarm history. The insulin pump has partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed an alarm which indicated a compromised force sensor system, as well as motor error. The blood glucose reading was 180 mg/dl. The customer stated that she tried to replace the infusion set and could not escape out of the prime tubing step. She stated that she would hold the act button, and the insulin pump did not beep when it hit the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.